Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event as per initial reporter: upon deployment, the filter was significantly tilted, leaving the hook up against the wall. The filter was retrieved and another of the same device was used to complete the procedure. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Summary of investigational findings: investigation is based on event description and returned product. Based on the provided information and investigation of the returned product, the root cause for the reported event is not possible to determine. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor similar events.

Event description:
Description of event as per initial reporter: upon deployment, the filter was significantly tilted, leaving the hook up against the wall. The filter was retrieved and another of the same device was used to complete the procedure. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.